Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Diabetic ketoacidosis and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) some time in july. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod. There was no reported time duration of pod use. The adhesive separated from the infusion site (unspecified) completely, causing the cannula to dislodge. Symptoms reported include hyperglycemia. The patient was treated with insulin drip. The pod was removed at the hospital and discarded. The patient was discharged the next day.